Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However; log files shows that the tf 401 is being influenced by tf 316. Both errors are triggering together since (B)(6) 2022. The insp block/valve test has been performed and failed in both tightness test and the loss step test. Unit sw was updated to its latest version. Performed blower test but in the service manual, same issue persist. Vyaire recommended to test the unit with a known good blower. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista 1000 ventilator is giving the failure code 401 - inspiration valve or device leaky while on sw patch 14 update during the time of failure. When unit updated to patch 21, alarms 401 and 316 - blower failure are still triggering. Furthermore; there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined due to defective moog blower unit. Initiated blower and mainboard replacement.